Event description:
Customer reported that he received a no delivery alarm during bolus delivery. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.